Manufacturer narrative:
(B)(6).

Event description:
Literature case. It was reported that 1 day after acl reconstruction using a bone¿patellar tendon¿bone allograft with an endobutton, a radiography was performed and revealed that the endobutton was in the femoral tunnel. After intravenous sedation with 3 mg midazolam lachman¿s test was carefully checked and it was negative, and it was decided to observe. After 14 months postoperatively lachman¿s test was still negative, and there was a firm endpoint at follow-up. At that time there was moderate pain at the distal fixation site. It was proposed to remove the distal fixation material therefore during the second-look arthroscopy the reconstructed acl looked secured and eight months after the reoperation (22 months after reconstruction) the patient was no longer in pain, and lachman¿s test was still negative. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Evaluation is not possible, as the unknown endobutton device intended for use in treatment will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. Instruction for use (IFU) for the product family contains precautionary statements and recommendations for proper use. A part number is not available therefore a review of risk management documentation is not possible. Should the part number become available, risk management review will be revisited. Complaint history review for three years prior indicated similar allegations for the product family reported. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. There is no identifying patient information or supporting relevant clinical documentation provided. Therefore, a clinical assessment is unable to be performed at this time. However information obtained from a literature review journal (author, sinan karaoglu, et al) ¿an unidentified pitfall of endobutton use: case report¿, it was reported that 1 day after acl reconstruction using a bone¿patellar tendon¿bone allograft with an endobutton, a radiography was performed and revealed that the endobutton was in the femoral tunnel. After intravenous sedation, lachman¿s test was performed and was negative, and it was decided to observe. At 14 months postop, the lachman¿s test was still negative, but there was moderate pain at the distal fixation site. A second arthroscopy was performed to remove the distal fixation material. At 22 months post-reconstruction, the acl looked secure and the patient was no longer in pain. No further medical assessment is warranted at this time.